Manufacturer narrative:
The item has not been returned to date. All of the available information will be forwarded for analysis to the manufacturer, aesculap.

Event description:
Prior to gallbladder procedure, patient, female, reported other pains in abdomen. During gallbladder procedure, other areas were explored in response to patient complaints. A burn was noticed on the bowel. The site was laparoscopically stitched, to prevent leakage.